Event description:
Same case as MFR #: 2134265-2012-06862. It was reported that during a stenting treatment procedure, stent damage occurred. The 99% stenosed lesion being treated was located in the moderately tortuous, non-calcified proximal to mid right coronary artery (rca). An unknown guide wire crossed the lesion and ivus was performed. It was noted that there was "plenty of plaque" in the lesion. The lesion was predilated with an unknown balloon. A non-bsc guide catheter was placed and a 3.5x38mm promus element plus stent was implanted. When angiography was performed, it was suspected that the distal portion of the stent was damaged. The physician advanced an unknown size promus element plus stent, which became "stuck" with the implanted 3.5x38mm promus element plus stent and dislodged. The physician suspected stenosis remained in the distal to the implanted stent. Several attempts to capture the dislodged stent were performed. Finally, using a non-bsc guide catheter and a guide catheter for removal, the physician was able to remove the dislodged stent. There was no deformation of the implanted stent. The physician commented that the event occurred due to the patient anatomy. No further patient complications were reported.

Manufacturer narrative:
Age at time of event - over 18 years. (B)(4). Device is a combination product device evaluated by manufacturer -the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered to be caused by another device. (B)(4).